Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30-38mmx3.5-4.0mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.5mmx12mm quantum maverick balloon catheter was advanced for dilatation. However, upon inflation at 20 atmospheres, the balloon ruptured. The device was completely removed with the catheter and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube and strain relief is separated approximately 144.5cm from the tip. The separation appears to have been kinked prior to separating. The hub and proximal section of the strain relief is missing. There are multiple minor kinks along the hypotube. Microscopic examination revealed a longitudinal tear to the balloon 15.5mm from the tip and is approximately 4.5mm long. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30-38mmx3.5-4.0mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.5mmx12mm quantum maverick balloon catheter was advanced for dilatation. However, upon inflation at 20 atmospheres, the balloon ruptured. The device was completely removed with the catheter and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.